Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 malfunctioned due to a missing magnet in the latch insep, while drawer 6 had difficulties in opening and closing due to the defective side rails. A field service engineer replaced the latch insep on drawer 5 and replaced side rails on drawer 6 to resolve the issue and verified that the customer was able to do an inventory without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawers 5 and 6 failed to open, which hindered users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.